Event description:
On (B)(6) 2010, the pt was implanted with an scs trial system. One of the leads migrated before the rep could even program the pt post-op. A strain relief had been used externally on the skin and the pt did not fall, bend over, or have any other events involving quick or extreme body motion. The doctor took the pt back into the operating room and moved the lead back into place. The trial commenced and ended as scheduled with no further problems. The leads were explanted and discarded.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the product was not returned so no analysis was able to be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.